Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5034014) on 17-oct-2013. The most recent information was received on 27-dec-2018. This spontaneous case was reported by a consumer and describes the occurrence of device breakage ("essure having fragmented and she is retaining some product"), pregnancy with contraceptive device ("after 2nd child in 2010"), neurological symptom ("neurologic symptoms"), autoimmune disorder ("autoimmune-like symptoms") and neuromyopathy ("neuromuscular problems") in a (B)(6) female patient who had essure (batch no. 654831) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included vaginal delivery, d & c, nausea and fibroids. Concurrent conditions included anesthesia, skin disorder, adenomyosis, migraine, numbness, palpitation, fatigue and rash. Family history included hypertension (father and mother) and heart disease, unspecified (father). On (B)(6) 2009, the patient had essure inserted. In 2011, the patient experienced neurological symptom (seriousness criterion disability), dermatitis ("severe dermatitis/ dermatitis") and cardiovascular symptom ("cardiovascular symptoms"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), neuromyopathy (seriousness criterion medically significant), allergy to metals ("nickel allergy/ nickel sensitivity") with urticaria, dizziness, dyspnoea, chest pain, urticaria and blister, pelvic pain ("pain"), urinary tract disorder ("urinary problems"), headache ("headaches"), pain ("body aches") and abdominal pain upper ("stomach pains") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (total vaginal hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, pregnancy with contraceptive device, neurological symptom, autoimmune disorder, neuromyopathy, dermatitis, cardiovascular symptom, pelvic pain, urinary tract disorder, headache, pain and abdominal pain upper outcome was unknown and the allergy to metals had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was not reported. The reporter provided no causality assessment for allergy to metals, cardiovascular symptom, dermatitis and neurological symptom with essure. The reporter considered abdominal pain upper, autoimmune disorder, device breakage, headache, neuromyopathy, pain, pelvic pain, pregnancy with contraceptive device and urinary tract disorder to be related to essure. The reporter commented: discrepancy noted as per previous follow up: 06-nov-2010. After 2nd child in 2010. Had essure implants about 6 weeks postpartum. Most recent follow-up information incorporated above includes: on 27-dec-2018: plaintiff fact sheet and medical record received. Event added: pain, urinary problems, neuromuscular problems, autoimmune-like symptoms, headaches, body aches, stomach pains, essure having fragmented and she is retaining some product, after 2nd child in 2010, device ineffective. Concomitant and historical conditions were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5034014) on 17-oct-2013. The most recent information was received on 27-mar-2019. This spontaneous case was reported by a consumer and describes the occurrence of device breakage ("essure having fragmented and she is retaining some product"), neurological symptom ("neurologic symptoms"), autoimmune disorder ("autoimmune-like symptoms") and neuromyopathy ("neuromuscular problems") in a 41-year-old female patient who had essure (batch no. 654831) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal delivery, d & c, nausea and fibroids. Concurrent conditions included anesthesia, skin disorder, adenomyosis, migraine, numbness, palpitation, fatigue and rash. Family history included hypertension (father and mother) and heart disease, unspecified (father). On (B)(6) 2009, the patient had essure inserted. In 2011, the patient experienced neurological symptom (seriousness criterion disability), dermatitis ("severe dermatitis/ dermatitis") and cardiovascular symptom ("cardiovascular symptoms"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), neuromyopathy (seriousness criterion medically significant), allergy to metals ("nickel allergy/ nickel sensitivity") with urticaria, dizziness, dyspnoea, chest pain, urticaria and blister, pelvic pain ("pain"), urinary tract disorder ("urinary problems"), headache ("headaches"), pain ("body aches") and abdominal pain upper ("stomach pains"). The patient was treated with surgery (total vaginal hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, neurological symptom, autoimmune disorder, neuromyopathy, dermatitis, cardiovascular symptom, pelvic pain, urinary tract disorder, headache, pain and abdominal pain upper outcome was unknown and the allergy to metals had not resolved. The reporter provided no causality assessment for allergy to metals, cardiovascular symptom, dermatitis and neurological symptom with essure. The reporter considered abdominal pain upper, autoimmune disorder, device breakage, headache, neuromyopathy, pain, pelvic pain and urinary tract disorder to be related to essure. The reporter commented: discrepancy noted as per previous follow up: (B)(6) 2010. After 2nd child in 2010. Had essure implants about 6weeks postpartum. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-mar-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5034014) on 17-oct-2013. The most recent information was received on 27-dec-2018. This spontaneous case was reported by a consumer and describes the occurrence of device breakage ("essure having fragmented and she is retaining some product"), neurological symptom ("neurologic symptoms"), autoimmune disorder ("autoimmune-like symptoms") and neuromyopathy ("neuromuscular problems") in a 41-year-old female patient who had essure (batch no. 654831) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal delivery, d & c, nausea and fibroids. Concurrent conditions included anesthesia, skin disorder, adenomyosis, migraine, numbness, palpitation, fatigue and rash. Family history included hypertension (father and mother) and heart disease, unspecified (father). On (B)(6) 2009, the patient had essure inserted. In 2011, the patient experienced neurological symptom (seriousness criterion disability), dermatitis ("severe dermatitis/ dermatitis") and cardiovascular symptom ("cardiovascular symptoms"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), neuromyopathy (seriousness criterion medically significant), allergy to metals ("nickel allergy/ nickel sensitivity") with urticaria, dizziness, dyspnoea, chest pain, urticaria and blister, pelvic pain ("pain"), urinary tract disorder ("urinary problems"), headache ("headaches"), pain ("body aches") and abdominal pain upper ("stomach pains"). The patient was treated with surgery (total vaginal hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, neurological symptom, autoimmune disorder, neuromyopathy, dermatitis, cardiovascular symptom, pelvic pain, urinary tract disorder, headache, pain and abdominal pain upper outcome was unknown and the allergy to metals had not resolved. The reporter provided no causality assessment for allergy to metals, cardiovascular symptom, dermatitis and neurological symptom with essure. The reporter considered abdominal pain upper, autoimmune disorder, device breakage, headache, neuromyopathy, pain, pelvic pain and urinary tract disorder to be related to essure. The reporter commented: discrepancy noted as per previous follow up: 06-nov-2010. After 2nd child in 2010. Had essure implants about 6weeks postpartum. Amendment: the report was amended on 25-mar-2019 for the following reason: significant amendment was done. Events pregnancy and device ineffective was deleted. In patient tab pregnancy for patient was updated from yes to unknown. No new follow-up information was received from the reporter. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.